Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via cri observation study complaint form: biliary stent placed in (B)(6) 2021 to treat malignant biliary stricture due to hilar cholangiocarcinoma. At 50 days post-procedure, the study stent became occluded and was replaced. The site noted the event as related to the study stent (¿premature occlusion of biliary stent¿) and suspected biliary tumor; not related to the study procedure. Additional procedures performed at the same time as the stent study placement: balloon dilation spybite biopsies of right main hepatic duct cholangloscopy. Stent was positioned transpapillary (across the papilla at the conclusion of the procedure). Stent position confirmed via fluoroscopically and endoscopically. Patient outcome: this event is noted as resolved without sequelae. Data collection includes 3 months post-procedure. This is the only ae reported. The patient has exited the study.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-jun-2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c1797910 of clso-10-15 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Manufacturing records review: prior to distribution clso-10-15 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for clso-10-15 of lot number c1797910 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1797910. Instructions for use and/label: as per the instructions for use, ifu0045 which informs the user about the potential complications " those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ it should be noted that the instructions for use (ifu0045) lists obstruction as a potential adverse event that can occur in conjunction with biliary stent placement. There is no evidence to suggest the customer did not follow the instructions for use. This is a known potential adverse event as described in the instruction for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to known procedural adverse events associated with the use of clso-10-15. As per the IFU, biliary obstruction is known potential adverse events associated with an ercp procedure. As per the attached pmcf study, page 12 (of the pdf page numbers, i.e. Page 10 of the content within the pdf), the cause of the obstruction was reported to be due to premature occlusion of biliary stent. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stent was used treat malignant biliary stricture due to hilar cholangiocarcinoma. At 50 days post-procedure, the study stent became occluded and was replaced. Confirmed quantity of 1 device, confirmed used. Summary: complaint is confirmed based on customer and/or rep testimony. The event is noted as resolved without sequelae and data collection includes 3 months post-procedure. Complaints of this nature will continue to be monitored for similar events. According to the medical advisor¿s input for patient outcome and severity, the severity will be +4 and the harm is "reocclusion". A definitive root cause could not be determined from the available information. A possible root cause could be attributed to known procedural adverse events associated with the use of clso-10-15. As per the IFU, biliary obstruction is known potential adverse events associated with an ercp procedure. As per the attached pmcf study, page 12 (of the pdf page numbers, i.e. Page 10 of the content within the pdf), the cause of the obstruction was reported to be due to premature occlusion of biliary stent.